Event description:
Pt had bilateral breast implants 4/30/93. Left implant for micro mastia, right implant for symmetrical to left after implant, 10/97- left implant found to be leaking. 2/5/98- both implants removed and replaced. Left implant without saline at removal right implant same as left implant date.